Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was 156 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. Troubleshooting could not continue as customer did not want to remove infusion set. Customer was advised to monitor insulin pump and to call should issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.